Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for 6 month follow-up. The left ventricle lead exhibited loss of capture. Chest x-ray confirmed the lead had dislodged into the right atrium. The lead was explanted and replaced on (B)(6) 2014.